Event description:
No additional information received.

Manufacturer narrative:
Pr (B)(4) follow up for device evaluation. It was reported there was foreign matter. To aid in the investigation, one sample in a sealed packaging blister and three photos were provided for evaluation by our quality team. A visual inspection was performed. There is a dark colored loose particle, about 1/32" in size, in the packaging blister the three photos provided show the sample received. No other defects or imperfections were observed. This defect could occur if, after an equipment repair or maintenance, the particle was not removed. A device history record review was completed for provided material number 305195, lot 4116538. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The sample will be shown to associates for awareness. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material: 305195 batch#: 4116538 verbatim: issue: fm present in fluid pathway but broke loose in the sealed packaging. Pt harm: no.